Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bactec 9120 blood culture, false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "how many wrong results were obtained? The amount was not calculated, but I can say that every day at least 1 to 3 rows are giving false positives. What confirmatory test was performed to determine the false positive result? Microbial culture test. Have any incorrect results been reported to physicians? At the moment when the equipment started to malfunction, patients were asked to repeat the exam. Customer reports false positive. The equipment has a temperature error and is oscillating, generating a false positive in the vials."

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9120 (p/n 445570, s/n (B)(6)). When the fse arrived at the facility it was found the temperature in the c and d modules were outside the setpoints. The fse found that the circuit break heater had been activated and the heater filter was very dirty. The fse cleaned the filter and deactivated the circuit break heater resolving the issue. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bactec 9120 blood culture, false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "how many wrong results were obtained? - the amount was not calculated, but I can say that every day at least 1 to 3 rows are giving false positives. What confirmatory test was performed to determine the false positive result? Microbial culture test. Have any incorrect results been reported to physicians? At the moment when the equipment started to malfunction, patients were asked to repeat the exam. Customer reports false positive. The equipment has a temperature error and is oscillating, generating a false positive in the vials."